Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist assistant reported that during an intraocular lens (iol) implant procedure, at the moment of implant in the bag, the implanting surgeon noticed a partial rupture of the haptic. The lens became decentered. The lens was exchanged a few days later. Additional information was requested but not received to date. This is one of two reports being filed for the same facility. This report is for the lens implanted on (B)(6) 2016.